Event description:
It was reported the side arm tubing detached from the hemostasis valvehub during atrial fibrillation ablation.

Manufacturer narrative:
One 8.5f agilis steerable introducer was received for evaluation in two pieces, which separated at the side port/extension tubing. Review of the device history record confirmed this met manufacturing requirements prior to shipment. In conclusion, the returned agilis introducer was received with a detached extension tube. Microscopic examination revealed no evidence of solvent on the tube or the inner wall of the side port.